Event description:
Healthcare professional reported right side "hard, possible capsular contracture baker grade unknown". The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, contralateral deflation.

Event description:
Healthcare professional reported right-side "hard and possible capsular contracture, baker grade unknown". The device explanted. Later, healthcare professional reported capsular contracture baker grade IV.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Visibility/palpability: unable to observe as it is a medical event not related to the device. Additional observations: observed creases on the device. White particles observed inner the device. Brown particles observed inner the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side "hard, possible capsular contracture baker grade unknown". The device has been explanted and replaced.